Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from south africa stated that the trocars were not sharp and the surgeon had difficulty inserting them in the patient's eye. One of the trocars kept coming out and at the end of the procedure, the surgeon had to suture the eye due to the wound leakage. There were no reported consequences or further injury to the patient.